Event description:
The facility reported that the patient was found, during nightly rounds, trapped under the side rail. There was no injury as a result of the event.

Manufacturer narrative:
The facility determined that the wrong rail was being used on this bed. They purchased these, as an in-house retrofit, back in 2007 to give the bed a taller rail. This is the only known event of this nature. The rail they purchased was from a legacy bed and not this model. New rails were purchased to replace those in question. All legacy rails in house were discarded to help ensure other customers cannot order these as well.